Event description:
The customer contacted the company's customer experience team via live chat to report that three weeks earlier they had experienced difficulty removing the device and had sought medical assistance for removal at a local urgent care. The customer alleged that the device was in place for approximately 18 hours before being removed. The customer stated that their treating provider advised them that the device was stuck behind their pubic bone. The customer did not report experiencing any adverse symptoms during or after removal. The company advised the customer to discontinue use of the device and follow the instructions of their treating provider. The company made three good-faith efforts to obtain additional information from the customer, however, they failed to respond to the company's outreach. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to this event.